Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. The touchscreen would not pass calibration. The customer requested onsite service. The customer replaced the touchscreen to resolve the reported issue. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.